Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy-electrodes. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an antihistamine for the skin irritation, however, the patient continued to experience itchiness. Follow up indicated that the patient's skin irritation improved upon staying inside where it's cool and keeping the area clean and dry.